Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at mercy health partners reported the following issue: (B)(6) 2019 14:59-pt back from procedure in special and monitor says "patient not found". (B)(6) 2019 12:54-pt back from procedure and monitor says "pt not found". Same thing as yesterday. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred with the bsm (mu-631ra sn: not provided). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: from the information available, it is not clear what, or if, the customer was alleging against the bsm. The issue was reported to nka several days after the incident occurred, making attempts at gathering critical time sensitive information difficult. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. Trending of tickets opened at mercy health partners revealed one reported incidence of "patient not found": (B)(6) reported (B)(6) 2019. The customer was not willing to provide further information. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause.

Event description:
The customer reported that the device displayed a "patient not found" error message. No patient harm was reported.

Manufacturer narrative:
The customer reported that the device displayed a "patient not found" error message. No patient harm was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: (B)(6) 2019 14:59-pt back from procedure in special and monitor says "patient not found". (B)(6) 2019 12:54-pt back from procedure and monitor says "pt not found". Same thing as yesterday. Approximate age of device. No serial number was provided, so the age of the device is unknown.

Event description:
The customer reported that the device displayed a "patient not found" error message. No patient harm was reported.